Event description:
It was reported patient experienced recharge burden and was charging once or twice a week . Patient was also not maintaining 24 hours of therapy between recharges. To address the issue the patient underwent surgical intervention of ipg replacement and post operatively therapy was restored effectively.